Event description:
It was reported by the customer that there was a male pt with an internal jugular vein insertion site, using the introducer and the spring wire guide (swg). The customer alleges by introducing the dilator the swg is kinking, causing internal bleeding to the internal jugular vein. A "spot" was noticed on the introducer tip. The customer alleges to have complained that they have experienced this event on 5% of the used introducers. As a result, a becton dickinson (bd) catheter was used.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.